Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she was having difficulty. The patient reported that the device was not working. The patient reported having leakage. The patient reported that she met with an urologist and a manufacturer¿s representative (rep) and they changed her setting with her device and she was doing okay now. The patient reported that the rep told her that her patient programmer (pp) was not transmitting anymore and needed a replacement. The patient reported that she noticed leakage and got p out to check the implant to see if she could make it work right but could not get anything out of pp. The patient reported that she tried new batteries then and did not get anything out of pp and that was why she went to the urologist. The patient reported that they put new batteries in at the urologist¿s office so the pp should be powering on but it was not. The patient removed the batteries and confirmed the batteries were inserted correctly but pp did not power on. The patient reported that the batteries were a new set that the rep put in about a week ago. The patient changed the batteries and the pp was able to power on but noted she saw the interstim icon and then went back to the sync screen whenever she tried to connect with implant. The patient did not have another set of batteries to try. The patient confirmed the pp was able to power on at urologist¿s office but was not transmitting.